Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used for the treatment of submucosal elevation in the rectum during a gastroscopy and colonoscopy procedure on (B)(6) 2025. During the procedure, the physician fully aspirated the elevated lesion, rotated the handle, and deployed the ligator, but the ligation element showed no response. Immediately, a new ligator was replaced. After sufficient aspiration, the ligator was deployed. A snare was used for electrical resection. The procedure was performed smoothly. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the event.